Event description:
Intraoperatively, serrated lindemann fluted standard burr (MFR brasseler USA, ref 16-s1805, lot ny2lp) was used. Tip of the burr broke off into the right frontal skull. X-ray was taken. Radiologist read. There is a 5mm retained metallic body on the right frontal side. Surgeon (dr. (B)(6)) attempted to remove the burr. Surgeon opted to leave in place due to the inability to extract without causing further damage.